Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99195. Supplemental rationale. Corrected data: b5, h1, h6, h11. 2 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 3 reported events are included in this follow-up record. Product return status 3 devices were received. Evaluation findings (results/components). 1 device: wear problem / housing. 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem / housing, spring. Product disposition. 3 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: detachment of device or device component. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem / housing, spring. Product disposition: 2 devices: scrapped by stryker. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 2 events for the failure: detachment of device or device component. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.